Event description:
The facility reported a fail code 570 that occurred during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.